Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. It was reported there was a lead revision on the right ventral intermediate nucleus (vim) to correct sub-optimal placement of the original lead. The patient had sub-optimal tremor control with dysarthria which led to the event. Multiple programming attempts occurred by the neurologist.